Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope was faulty and displayed red and green coloured image. Additionally, it stopped working during the operation on the patient. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation of image color issue was confirmed due to a break in the video cable. Additionally, the fiber bonding in the outer tube area (distal end) was damaged. No other issues were identified. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope was faulty and displayed red and green coloured image. Additionally, it stopped working during the operation on the patient. There were no reports of patient harm.